Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during use blood was observed in the intra-aortic balloon (iab) helium tubing set. The iab was removed. There was no reported injury or harm to the patient.

Manufacturer narrative:
(B)(4). The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.038cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that during use blood was observed in the intra-aortic balloon (iab) helium tubing set. The iab was removed. There was no reported injury or harm to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use blood was observed in the intra-aortic balloon (iab) helium tubing set. The iab was removed. There was no reported injury or harm to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that during use blood was observed in the intra-aortic balloon (iab) helium tubing set. The iab was removed. There was no reported injury or harm to the patient.